Manufacturer narrative:
Per the clinic, the patient was treated with oral antibiotics (specific date and duration not reported) due to previous reported skin infection.

Event description:
Per the clinic, the device was explanted on (B)(6) 2025; due to skin infection. The patient was reimplanted with another cochlear device during the same surgery. Additional information has been requested but has not been made available as of the date of this report.